Manufacturer narrative:
Combination product: yes.

Event description:
Noise, out of range 2500 ohm impedance, and a bipolar lead failure were detected on (B)(6)2025. The patient had a pacemaker generator change on (B)(6) 2025. The patient will be brought in for evaluation to see if the setscrew was not tightened properly. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.